Event description:
It was reported that a preloaded monofocal intraocular lens (iol) haptic was scratched. The issue was identified during handling prior to insertion. There was no patient contact reported. No further information is available.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section d6a: if implanted, give date: not applicable as the device was not implanted. Section d6b: if explanted, give date: not applicable as the device was not implanted. Section e1: title, email address, city, state, post office or zip code: unknown, information not provided. Section e1: telephone number: unknown, information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.